Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (battery life w/ damage) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 07/14/2017 with the following findings: a review of the pump black box data revealed low battery warnings occurred due to normal battery wear; no evidence of a battery life issue was observed in the history. During a visual inspection of the pump, the battery compartment had multiple cracks. There was no evidence of moisture in battery compartment. A test battery cap was able to tighten properly to the pump. Pump electrical current draws measured within specification. The pump powered on with the test battery cap and no reboots or power loss occurred. The pump was exercised for 24 hours with no power interruptions. The pump case was removed, and no evidence of moisture ingress or damage to the power circuit was found. The complaint of a battery life issue was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.